Event description:
The customer reported a charge/shock "therapy pca" failure message in the status log after running a failed op check. There was no pt involvement. .

Manufacturer narrative:
(B)(4). The customer reported a charge/shock "therapy pca" failure message in the status log after running a failed op check. There was no pt involvement. The device was evaluated by the hospital biomed. The therapy pca was replaced to resolve the issue. The device passed all testing and was returned to service.